Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus deliveries. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate pump for insulin therapy.